Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), explanted: (B)(6) 2025. H3 ¿ analysis of the catheter found ¿no significant anomalies ¿ catheter body torn or broken or melted at or after explant ¿ did not affect infusion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen 503 mcg/day 2000 mcg/ml drug via an implantable pump. It was reported that the patient arrived at the hospital with a distended abdomen at the pump site. No other symptoms reported. The cause of the event was unknown. On (B)(6) 2025, the patient¿s abdomen was accessed and approximately 250mls of fluid was aspirated. After aspiration, it was discovered that the pump was flipped. It was flipped back to the correct position and the catheter access port (cap) was accessed. There was negative flow from the cap. A surgery will be scheduled for a catheter revision for (B)(6) the issue was not resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was received from healthcare provider (hcp) stated that the patient was taken to the operation room (or) on 2 025-05-05 for planned catheter revision. The physician first started by opening the existing pump pocket and dissecting down to the pump and proximal segment. Upon opening the pocket, a copious amount of fluid was noted within the pocket. The fluid appeared to be mostly clear with no obvious signs of infection. The physician then attempted to aspirate from the catheter access port but there was no return of spinal fluid. The physician then spliced the proximal segment, but there was still no cerebrospinal fluid (csf) noted from the spinal segment. The physician next performed a ¿lp¿ procedure to obtain csf. The csf was sent to lab for stat culture and sensitivity to rule out infection. Next, the physician began opening the midline lumbar incision and dissected down to the existing spinal segment and anchor. The spinal segment was then cut just below the anchor, but again, there was no csf. At this point, the physician opted to replace the entire catheter. The explanted catheter was given to the clinical specialist to be returned for analysis. The physician was given a new 8780 catheter, which was placed at t3 without difficulty. The new spinal segment was tunneled to the existing pump pocket and connected to the new proximal segment. The pump was filled with baclofen 2000 ¿g/ml; 20 ml volume. To reduce the symptoms of overdose/toxicity, the dosing was reduced by 50%. The previous dosing was 500 ¿g/day then reduced to 250 ¿g/day. 16.5 cm was trimmed from the spinal segment of the new catheter. New implanted length is 97.5 cm; 0.215 ml. The existing pump was connected to the new catheter and placed back within the existing pump pocket. Prior to closing, the microbiology lab did notify the physician that the csf culture was negative, therefore, the physician proceeded with irrigating and closing both incisions. The exact cause for the catheter obstruction was not determined. However, physician did state that he believes that csf was still leaking from the lumbar incision and following the track of the catheter to the abdomen, which resulted in the fluid buildup within the pump pocket.